Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip delivery system were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, hypertension, chronic kidney disease, and tricuspid regurgitation. Complications reported included incomplete coaptation, heart failure, renal failure, and death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article, "early clinical and echocardiographic outcomes of tricuspid transcatheter edge-to-edge repair in asian patients", was reviewed. This research article is a retrospective single-center experience to evaluate the early clinical and echocardiographic outcomes of tricuspid edge-to-edge repair (teer) in asian patients. The devices included in this study were mitraclip and triclip. The article concluded that teer is safe and effective for severe tricuspid regurgitation (tr) in asian patients, with high procedural success rate, tr reduction, and functional improvement. [The primary and corresponding author was kwong yue eric chan, department of medicine, the university of hong kong, room 1919, 19/f, block k, queen mary hospital, 102 pokfulam road, hong kong sar, china, with corresponding e-mail: chankwongyue@hotmail.com.] This study included patients age greater than 18 years with severe tr treated with mitraclip or triclip using the "miskey" method from 01 january 2021 to 28 february 2025. A total of 78 patients were included in the study, all of whom received an abbott device. The average age was 75 years. The majority gender was male. Comorbidities included atrial fibrillation, hypertension, chronic kidney disease, and tricuspid regurgitation.